Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: this issue occurred in-between cases. The patient was not in the room. Ports were not placed. An isi field service engineer (fse) replaced system component(s) to resolve the reported issue. The iesu has been returned and evaluated by the failure analysis (fa) team on 04/27/2026. The issue was confirmed using artemis, and the log review showed recurring errors c-83, 3-89 and 3-88 on 01/30/2026 and 01/29/2026. During testing, the erbe unit displayed error code m-02-05 on start and the erbe log showed c-00. Visual inspection indicates the unit is in good cosmetic condition. Based on these results, a definitive root cause could not be identified.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to investigate the reported problem. Fse replaced the integrated electrosurgical unit (iesu) to address the reported issue. The iesu is pending failure analysis testing so no further details are available at this time.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report that the erbe faulted. The site tried rebooting the erbe but monopolar energy was not available. No further information was provided.